Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty controller boards. A field service engineer, replaced controller boards on drawer 4-1 to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system is not working resulting in a black screen. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.